Manufacturer narrative:
Upon completion of an audit of the dj orthopedics (B)(4), FDA issued a finding on 13 december 2018 that "procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established." This report is being submitted as part of djo's efforts to address this finding. Reporter information: unknown. Device evaluated by MFR: one short arm fracture brace, open thumb, m,lt, blk (part number 312-51-1111, lot number 180731aa) was returned for evaluation. It is not possible to made a functional test, because the product was received without the boa cable. The device history record (DHR) was reviewed for the reported product. There was no information in the DHR that would indicate a problem that contributed to the reported complaint. Complaint data for similar products and issues going back 9 months has been reviewed. The trend indicates that reported customer complaints are within control.

Event description:
It was reported that the short arm-fracture brace caused swelling and had to be bolt cut because the boa would't loosen.